Event description:
Pt has been contacted by medtronic who has volunteered to arrange for replacement of their ICD with a new one. These arrangements require pt to spend two days traveling to another city each day for a consultation and then, maybe, surgery. Pt would like to know, from FDA whether there is a superior ICD and if medtronic will pay the cost of implanting this competitive device.